Event description:
Medtronic received info that the body of this straight tip arterial cannula was found to be stiffer than expected, which made it difficult for the surgeon to clamp the cannula during the bypass procedure. It was reported that more blood was lost than expected due to the difficulty in clamping the cannula. The product was used for the remainder of the procedure. There have been no adverse pt effects reported.

Manufacturer narrative:
Analysis: the product used during the case has not been returned. However, the inventory at the facility was examined, and an unopened/unused cannula which demonstrated similar flexibility characteristics was returned. It is not known if the returned cannula is from the same lot. Visual examination of the returned product shows a slightly yellowish/pink tint of the cannula body, when compared to a new device. The cannula was removed from the pouch and found to be hard and somewhat stiff. The durometer of the cannula body was measured and found to be between .92 and .95. Print specifications call for a durometer of .85. Review of the device history records (DHR) for the returned product shows that there are no abnormalities involved in the mfg of this device lot. The lot also passed all in-process production and qa testing and is documented in the DHR. Review of the variance database shows that there has been no variance for this component lot or internal variances issued in the past year. The returned device has been sent to the supplier for add'l investigation. A supplemental MDR will be provided upon completion of the investigation. Conclusion: although the used product was not returned for analysis, reduced device performance was observed on the returned/unused product. No adverse pt effects have been reported.